Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source emergency lamp indicator is blinking. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h6. Correction to supplemental report: d9, h11. Correction to h6-type of investigation of the supplemental report from "4114 - device not returned" to "10 - testing of actual/suspected device". Correction to h6 investigation findings of the supplemental report from "213 - no device problem found" to "4203 - electrical/electronic component problem identified" correction to h6 investigation conclusions of the supplemental report from "4315 - cause not established" to "4307 - cause traced to component failure". The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the blinking lamp was due to an emergency lamp failure. Olympus will continue to monitor field performance for this device.